Event description:
It was reported that the patient underwent a right hip revision approximately one-year post implantation due to loosening and an infection. During the procedure it was noted that some of the screws were broken, some of them pulled through the cup and others had pulled out of the cup. The cup and screws were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00007, 0001822565-2023-00009, 0001822565-2023-00010, 0001822565-2023-00011, 0001822565-2023-00012. 00625006525/j7109046/ bone scr 6.5x25 self-tap, 00625006550/j6965914/ bone scr 6.5x50 self-tap, 00625006525/j7126860/ bone scr 6.5x25 self-tap, 00625006540/j7119546/ bone scr 6.5x40 self-tap, 00625006520/64735195/ bone scr 6.5x20 self-tap, 11-301302/arcos con sz b std 60mm, 11-300917/arcos 17x190mm splt tpr dist, 00-2232-004-18/cerclage cocr 1.8mmx635xx. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034 - 2023 - 00173.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034 - 2023 - 00173.